Event description:
Had essure device implanted, and have been in serious pain since, have had a constant headache, severe lower back pain, extreme pain in lower abdomen, non-stop bleeding, since getting essure device. My doctor never tested me for nickel allergy (and I was never tested for nickel allergy, little less asked). I am currently trying to figure out what to do about this, since my doctor just keeps telling me to "wait and see".